Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty devices were received for evaluation. Twenty eight events were duplicated during testing. One event was not duplicated; however, the device was found to be outside of specifications. Eleven devices were found to have compromised lubrication. One device was found to be affected by debris. One device was found to be affected by debris and a breakdown in lubrication. One device was found to have a shattered bearing and compromised lubrication. One device was found to have a shattered bearing, corrosion, and compromised lubrication. Six devices were found to have corrosion. Eight devices were found to have corrosion and compromised lubrication. One event was not duplicated; the device was found to be within specifications. Five devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 35 </noe> malfunction events, in which the device overheated. Thirty five reported events had no patient involvement; no patient impact.